Event description:
On (B)(4) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results compared to another meter with readings of "11.4 and 7.4 mmol/l". This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (6/18/2013) -device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 6/10/2013 with the following findings: the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.